Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent malposition occurred. The patient presented with cardiogenic shock. The target lesion was located in a totally occluded, non tortuous and eccentric shaped left anterior descending (lad) artery. A 3.00x24mm promus element plus drug eluting stent was implanted to treat the target lesion. It was reported that the stent placement was not well positioned and well apposed and on the same day the patient expired. Patient cause of death was not related to the 3.00x24mm promus element plus drug eluting stent. Cause of death was due to cardiogenic shock.